Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor product used for treatment, was returned for evaluation. There was a relationship between the reported event and the device. The return consisted of only a fractured anchor. The complaint stated: ¿the suture anchor broke at the distal shaft thread holes level.¿ conclusions, investigation and evaluation were limited without full return of product. The anchor was fractured and distorted as with loss of axial alignment. The grub appears to have been over advanced putting excess internal stress force on the barbed portion of the anchor. Influences that could compromise product performance or integrity that are unrelated to manufacture include: damaged or use of other than recommended prep instrument size or types. Unexpected bone condition/density. Shallow prep hole. Loss of axial alignment before completed insertion. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Use the appropriate smith and nephew hole preparation device to prepare the insertion site. Smith and nephew disposable and reusable awls specific to the suture anchor are sold separately. Warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint.¿ per instructions for use, prep instrument for normal bone conditions is a 3.8mm straight awl. Complaint history lot review found no other complaint. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
Event description updated.

Event description:
It was reported that upon using footprint ultra pk suture anchor, the suture anchor broke at the distal shaft thread holes level. The broken suture anchor parts x2 are retrieved, and missing one segment of the anchor (wing shaped structure), which was unable to locate from wound exploration. No significant delay was reported. Backup device was available to complete the procedure. No patient injuries were reported.

Event description:
It was reported that upon using footprint ultra pk suture anchor, the suture anchor broke at the distal shaft thread holes level. The broken suture anchor parts x2 are retrieved, and missing one segment of the anchor (wing shaped structure), which was unable to locate from wound exploration. Is unknown if a delay happened, and if a backup device was available. No patient injuries were reported.